Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that upon the third firing of the atb35, with blue cartridge, the device did not cut the tissue for the surgeon. The instrument did not staple and did not let go the tissue. It is unknown how the case was completed. There was no consequence to the pt.